Event description:
The physician unpacked the products and noticed that they were damaged ("squashed"). The catheters were not in contact with a pt. This MDR is associated with MDR 3005168196-2010-00542.

Manufacturer narrative:
Device investigation: the second unit shows flattening from 0.0 to 0.5, 1.0 to 2.0, 4.5 and 6.0 to 7.0 cm from the distal tip. There are kinks in this catheter at 10.5, 11.5, and 54.0 cm from the distal tip. A 0.070" mandrel was introduced into the hub of the first unit. It was advanced to the most proximal kink and then halted. The second unit behaved in the same manner. Both catheters are non-functional. Conclusion: since the catheters were returned without their original packaging it is impossible to determine if they were damaged in transport or after unpacking. Given the protections built into the packaging (protective tube and shipping mandrel) it is highly improbable that damage this extensive would not have been noticed prior to unpacking the devices. It seems reasonable to conclude that the damage seen occurred after the sterile envelope was opened and the catheters removed from the shipping tube. The DHR of this mfg lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. All parts released met specs.